Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the lap top ventilator 1200 only provides 60% o2 delivered. The customer confirmed that there was no patient involvement associated with the reported event. The reported issue was detected during scheduled tests.

Manufacturer narrative:
Result of investigation: the vyaire failure analysis lab (fa lab) was un able to duplicate the customer's reported problem. Performing a 30k pm resolved the incorrect pressure from the o2 source. Unit passed all testing.